Event description:
Reported by the company representative as received a box from facility that noted device was removed due to band slippage.

Manufacturer narrative:
Taper unk. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Another country has been selected as the mfg site as a default to generate this medwatch. Band slippage is a surgical/physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal."